Manufacturer narrative:
Evaluation summary: the device history record shows the product was released per specifications. One constellation cassette and drain bag was returned for evaluation. No obvious defects were observed. No manifolds were returned with the sample. Used lab stock components to replace missing items and continue testing. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A system console representing the current software version was used to test the sample. The ball in the drip chamber¿s check valve moved freely per specification. The sample could prime and tune successfully. The irrigation and aspiration pressure were within specification. No message code appeared on the screen. Fluid flowed from bss to the drain bag without any interfering. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a cassette leaked during calibration of the system. The balanced salt solution penetrated into the device and run down on the front of it penetrating all the gaps. The priming was stopped and a new cassette was used. No patient was involved. All the following procedures were performed without any issue. Additional information has been requested and received.